Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:visual analysis of the identified photos: broken shell and red particles in the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and visibility/palpability.

Event description:
Physician reported "shape change, implant shell rupture". This relates to the left side. Device has been explanted.